Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hcp meter comparison test was made with the reporter's meter reading 180 mg/dl and the doctor's meter 121 mg/dl. Both tests were done at the same time. No symptoms were reported.